Event description:
It was reported by the customer that when using the bd pyxis¿ es server, no patients were showing on the station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the no patients were showing on the station. A technical support specialist verified that synchronized information on both the server and station was current. Noted a mismatch between patient unit assignment on the server and the device¿s area assignment. Reviewed medstation and data synchronization logs over multiple days; no errors were found. Spoke with pharmacy: confirmed that the station ss were fixed and communicating, but at the same time, the stations couldn¿t pull medications and patients data weren¿t populating. Received confirmation from the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.